Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient was seen at routine follow-up, noise on the lead was observed. There were no other electrical anomalies. The lead was capped and replaced on (B)(6) 2016. Patient¿s condition was fine.